Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery with 2 fast-fix, after t1 was implanted, t2 was deployed simultaneously. T1 was deployed trough the meniscus and remained in the patient. T2 was removed from the patient. The procedure was completed using the method of suture and puncture needle, the total medial suture was changed to an outside-in suture. There was a significant surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of firing problem. A visual evaluation of the two devices showed they were returned in the original packaging with the batch number of the complaint on the labels. Device one was returned with both implants and the suture. They off the needle. The depth straw is damaged. The actuator is in the pre-t1/post-t2 position. The needle is bent. Device two was returned with the t2 and a small amount of the suture. They are off the needle. The actuator is in the pre-t2 position. The depth straw is damaged. The needle is bent. There is bio debris on the needle. A functional evaluation of device one showed that the actuator will not return to the pre-t2 position. It will not cycle. It will push to the tip of the needle and only return to the pre-t1/post-t2 position. Device two will not cycle. It will push to the tip of the needle and only return to the pre-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.